Event description:
The tech alleged the brake pedal locks but when the bed is pushed on the brake pedal pops back up. No pt impact.

Manufacturer narrative:
The tech replaced the bushings, bearings and stiffener plate on the brake mechanism block assembly to resolve the issue.